Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported lock line break was confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. The broken lock line ends were confirmed to be frayed, which indicates the break occurred due to tensile forces. The lock lever may have been forcefully retracted such that the lock line broke due to tensile forces; however, this cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the lock line separation during the procedure which required intervention to prevent serious injury. It was reported that during a mitraclip procedure in a patient with functional mitral regurgitation (mr) grade 3-4, the mitraclip delivery system was advanced to the left atrium. The clip was unlocked by retracting the lock lever. The normal resistance felt with the lock lever was absent and the lock line was suspected to have separated. Both ends of the lock line were fixed in place with clamps and the procedure continued. The mitraclip was successfully deployed reducing the mr grade to trace. The lock line was removed from the anatomy without issue. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.